Event description:
It was reported a balloon ruptured on the first inflation at 10 atms during a pre-dilatation of an extremely calcified left femoral artery prior to stent placement. Other balloon catheters were used to successfully complete the procedure without pt complications. The device was destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Stent placement be indicated when it is believed angioplasty alone will not achieve a good result. Co's follow up also indicated this device was used in an extremely calcified lesion which co believes contributed to this event and do not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "due to the extremely thin wall thickness of the ultra-thin balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate ane remove carefully."